Manufacturer narrative:
E1: initial reporter address: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set leaked; further described as "leakage found at the connection site". This occurred during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.